Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrioventricular nodal reentrant tachycardia (avnrt) ablation, and the patient experienced transient 3rd degree heart block. The patient developed a transient third-degree heart block following radiofrequency (rf) application, during an avnrt procedure. The heart block resolved, and the patient remained stable. No intervention was provided. The patient fully recovered and did not require extended hospitalization.

Manufacturer narrative:
It was reported that a patient underwent an atrioventricular nodal reentrant tachycardia (avnrt) ablation, and the patient experienced transient 3rd degree heart block. The patient developed a transient third-degree heart block following radiofrequency (rf) application, during an avnrt procedure. The heart block resolved, and the patient remained stable. No intervention was provided. The patient fully recovered and did not require extended hospitalization. Device investigation details: the product was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and revision of all features were performed following j&j medtech procedures. Visual analysis revealed reddish-brown material in the dome of the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device number lot 31524797m and no internal action related to the complaint was found during the review. The reddish-brown material observed is not related to the adverse event reported. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The potential cause of the reddish-brown material could be related to the procedure. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade; discontinue ablation immediately and replace the catheter if the tip temperature fails to rise during ablation. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).